Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent remains in the pt. Device issue: failure to advance/dislodged stent. It was reported that the stent delivery system (sds) was unable to cross the lesion and during removal, the stent dislodged into the pt's coronary artery. It was snared out of the coronary, back to the groin where it was lost again. It moved with the blood flow into a branch of the femoral artery in the groin and remains there. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The stent dislodgement and inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology and pt disease state. The heavily calcified lesion may have contributed to the event; however, without the device to examine, no determination can be made as to the root cause.